Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was 600 mg/dl at the time of the call. The customer's daughter stated that there her mother was treated with manual injections. The daughter was advised to have the customer call back to troubleshoot the issue. The mother was not available at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.